Event description:
Caller reported an issue with touchscreen responsiveness on the pump, specifically that the pump screen was frozen and unresponsive to input. There was no adverse impact on the customer¿s blood glucose level. Technical support provided complete pump reset information, but the reset did not resolve the issue, as the customer was still unable to interact with the pump screen. The customer opted to use multiple daily injections (mdi) as a backup insulin therapy and was advised on returning the pump under warranty, including how to put it into storage mode.